Manufacturer narrative:
Root cause is attributed to the use of a torque handle that was found to be out of specification and resulted in excessive torque being applied beyond what the driver was designed to withstand. Review of receiving manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on march 13, 2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of tip fracture for this lot. There is no trend of tip fracture identified for this part number. The need for corrective action was not identified.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the lock-screw torque driver (39-rd-0060) fractured while final tightening of the lock-screw was performed. The broken tip was easily removed from the lock-screw and another driver was readily available to complete the procedure with no delay.